Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported fractured PICC line. Inserted in another hospital. Running tpn patient experienced pain on the shoulder and chest and starts to leak. It does not appear the chest pain was related to a cardiac event." No other information provided. 6/18/2024: PICC was placed in right cephalic vein, insertion length 11cm, tip in svc. Maximum displacement before review 2cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the first photograph showed the catheter tubing with what appears to be a split near a depth marker. No details of this split could be discerned from the returned photograph, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC line. Inserted in another hospital. Running tpn patient experienced pain on the shoulder and chest and starts to leak. It does not appear the chest pain was related to a cardiac event." No other information provided. 6/18/2024: PICC was placed in right cephalic vein, insertion length 11cm, tip in svc. Maximum displacement before review 2cm.